Event description:
Pt had left achilles tendon repair; the polysorb sutures used in the repair failed to dissolve resulting in a post op infection that required intervention from our wound center dept as well as antibiotic therapy. Diagnosis for use: disruption of external operation.